Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) early. The ICD had 4.5 years longevity with minimal lifetime pacing and no shocks. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). Time of rrt in save to disk on (B)(6) 2013 device rrt is equal to or less than 2.62 volt. Concomitant products: 6947 implantable tachy lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was subsequently returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.